Manufacturer narrative:
The reported event of high capture threshold was confirmed. A partial lead was returned in one piece for analysis.external insulation abrasion was noted at 4.0 ¿ 4.4 cm , 10.2 ¿ 10.4 cm and 12.4 ¿ 12.8 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The cause of the high capture threshold was due to external insulation abrasions.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold was noted on the right atrial (ra) lead. The lead was explanted and replaced. The patient was stable.